Event description:
Biomedical technician reported patient receiving hemodialysis on the baxter sps 1550 device. Technician reported device removed .75kg in 18 minutes. Goal weight to be removed was set at 1.9kg in 3.5 hours. Technician reported no kinks or obstructions in the lines. No patient injury was indicated in the initial report. No further information was available for this report.